Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test and unable to prime during prime/a33 test due to protruded loose drive support disk. The insulin pump passed displacement test and self test. No unexpected reset alarm noted during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.